Event description:
Pt tube feeding held for ir procedure. When getting pt ready to send back to floor, pt had mental status change and was apneic. Bagged pt, bp, hr, sat stable, when attempted to obtain chemstrip received error message saying strips were defective. Physician ordered stat blood test which revealed that the pt had an extremely low blood sugar level. Pt received a bolus of dextrose and her vital signs stabilized. MFR issued advisory in may of 2006 stating "the system error code error 83 is displayed when a test strip defective or the blood glucose results is extremely low and below the systems reading range. (<10 mg/dl)." Problem has not yet been resolved. A representative from the company will place warning stickers on all machines.